Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was having pain due to difficulty charging and keeping the ipg charged. The patient was also experiencing inadequate stimulation. The patients scheduled ipg swap procedure was cancelled due to an infection. No further information has been obtained despite good faith efforts.